Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during persistent atrial fibrillation ablation procedure with a thermocool® sf nav uni-directional catheter the female patient suffered ischemic cerebrovascular accident. During the procedure the patient showed neurological symptoms and ischemic stroke was confirmed by magnetic resonance imaging (MRI) and computed tomography (CT). No medical intervention was provided but extended hospitalization was required. The patient¿s condition has improved and stable. According to the physician¿s opinion the event was related to patient¿s underlying condition. No bwi product malfunction was reported.